Event description:
The customer reported that the interconnect is frayed in the middle of the cable. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep ordered the interconnect cable then removed and replaced the cable. The system functions as intended.